Event description:
Pump sent to service with report that it would cycle power on and off until it became unresponsive 5 minutes later. There was no report of patient injury or medical intervention. Information regarding whether or not the device was in use on a patient when the reported situation occurred was not provided.